Manufacturer narrative:
No part has been received by the manufacturer for evaluation. In the procedure, a different tap was used to complete the case.

Event description:
A medtronic representative reported that during a spinal fusion procedure, a non-cannulated tap instrument broke into two pieces. It reportedly broke in the place where the tap meets the body of the instrument. The piece was retrieved from the patient without any further intervention, and the procedure was completed successfully. A 5 minute delay was reported, and the patient was not impacted. No additional details were reported.